Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that a clip scissored and another clip did not close completely. The surgeon completed the case with the same device. There was no consequence to the pt.